Manufacturer narrative:
Follow-up #1: date of submission 04/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: investigation revealed that the display was dim and pink. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a dim display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to read the display screen